Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event, however review of the ventilator log history indicated a 24 / 12 volt failure occurence during operation with a vent inop occurrence during subsequent power on. When a 24 / 12 volt failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power supply to correct the finding. Extended self testing and applicable final testing were performed and all tests passed per operating specifications.